Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri x2 implantable pacing leads (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg), the right atrial (ra) lead and the right ventricular (rv) lead were explanted due to infection. The patient's system was later replaced by a new ipg, ra and rv lead. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.